Manufacturer narrative:
Visual examination of the returned devices finds evidence to support disassociation of the liner and cup while implanted. There is evidence of edge loading leading to failure of the polyethylene material and subsequent disassociation. It is suspected that the acetabular cup was positioned more vertically than recommended by surgical technique. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Through product trending, the occurrence rate for this type of failure is known to be very small. Based on the performed investigation, product contribution was not identified and a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed

Event description:
The patient was revised because of a fractured liner and disassociation from the shell. Unclear if disassociation occurred before or after the fracture.